Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an inappropriate shock after cardioversion was performed on this patient due to being in atrial fibrillation (af). The physician elected to program the device to off while performing the cardioversion. The external shock was delivered, and the patient returned to normal sinus rhythm (nsr). An inappropriate shock was then observed about a minute later while patient was in nsr. There was also report that this crt-d exhibited high left ventricular (lv) and right ventricular (rv) threshold measurements, and pacing impedance values greater than 2000 ohms. There was noise observed on the rv channel that resulted in pacing inhibition of less than 2 seconds. It should be noted that the associated rv and lv leads are competitor's leads. Boston scientific technical services (bsc ts) has been asked to review a save to disk and memory dump. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received from bsc ts that the device did not deliver a shock spontaneously. Per stored egm, the shock delivered by the device was a commanded attempt. Interestingly it was noted when the patient layed on her right side, and the device was programmed left ventricle (lv) to ring coil, out of range impedance measurements were observed on both the rv and lv leads. When the device was programmed from lv tip to can both rv and lv impedance measurements were within range. Bsc technical services (ts) then suggested having the patient lay on her right side, and program the device lv to can to see if the rv lead impedance goes out of range. It was observed, however, the rv lead impedance remained within normal range. Bsc ts discussed that a rv lead issue, set screw or a connection issue cannot be ruled out. The physician is waiting for further disk analysis before preceding with a revision procedure. Subsequently, a revision procedure took place. The physician elected to replace this device and associated competitor's lead. During the explant procedure, the physician noted that the set screws were all intact, but there was noise on the analyzer on the pace/sense lead. This device will not be returned to boston scientific for laboratory analysis. There were no adverse patient effects reported.